Event description:
It was reported through patient's counsel that (B)(6)'s death potentially involves a stryker hip replacement. No specific product information or any clinical information was provided.

Manufacturer narrative:
An event regarding a patient¿s death involving an unknown stryker hip was reported. The event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown stryker hip. The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported through patient's counsel that(B)(6)'s death potentially involves a stryker hip replacement. No specific product information or any clinical information was provided.